Event description:
It was reported the patient had not charged her ipg for several months. The patient's ipg is unable to communicate with any external devices. A sjm representative confirmed the issues. Surgical intervention is pending to address this issue.

Manufacturer narrative:
Recall #: 1627487-05242011-002-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.